Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set had a white marking below its filter, at the junction of the tubing with the filter. This was noticed during priming with normal saline. Patient involvement was not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. Visual inspection revealed that the white marks were traces of solvent. No foreign particles were found. Functional testing was performed and the device operated within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.